Event description:
Customer reported she was attempting to change her infusion set and the insulin pump alarmed during rewind and prime sequence. Customer's blood glucose was 156 mg/dl. Customer reported she cannot get past the rewind. Alarm and possible causes were explained to the customer. Alarm reoccurred when customer was asked to rewind. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
All buttons function properly. No buttons anomaly when selecting main menu. The device was programmed with multiple bolus units and all properly recorded in device history screen. The insulin pump functioned properly. No bolus or history anomaly noted during testing. The device was unable to prime during the prime test due to faulty force sensor resistor. No compromised force sensor system alarms noted during testing. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.